Event description:
It was reported that the burr was stuck. The 85% stenosed target lesion was located in the severely tortuous and severely calcified, 28mm long and 3.0mm in diameter left anterior descending artery/left main. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr continuously stuck and could not continue to rotate. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the burr was stuck in lesion. Also, the joint between the burr and the advancer was not firmly stuck.

Manufacturer narrative:
Updated b5. Describe event or problem, e1. Initial reporter phone, email, and fax as per gfe response.

Event description:
It was reported that the burr was stuck. The 85% stenosed target lesion was located in the severely tortuous and severely calcified, 28mm long and 3.0mm in diameter left anterior descending artery/left main. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr continuously stuck and could not continue to rotate. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the burr was stuck. The 85% stenosed target lesion was located in the severely tortuous and severely calcified, 28mm long and 3.0mm in diameter left anterior descending artery/left main. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr continuously stuck and could not continue to rotate. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the burr was stuck in lesion. Also, the joint between the burr and the advancer was not firmly stuck.

Manufacturer narrative:
Device evaluated by manufacturer: the rotalink burr catheter was returned for analysis along with a rotalink advancer. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The advancer returned with the burr was used for analysis. When the advancer was connected to the returned burr catheter and the rotablator console system and the foot pedal was pressed, the burr catheter was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. In addition, a photo was attached to the complaint record showing the burr within a tortuous bend in the lesion in accordance with the reported events. Product analysis could not confirm the reported events, as the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues with the returned advancer. Clinical circumstances were unable to be replicated.